Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information provided, there is no evidence to signify device nonconformity. The superior bleb on the patient¿s eye likely attributed to the reported event. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient presented with three diopters of cylinder two weeks post intraoperative aberrometry. The target refraction was plano. It was also noted that the patient has a large superior bleb causing corneal distortion.